Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011. Evaluation found low voltage with the returned battery. The returned meter worked properly after a new replacement battery was inserted. A DHR (device history record) was completed on for this product and no deviations, non-conformances, or reworks were observed. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.

Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the "error 2" message. The customer care advocate (cca) contacted the patient for additional follow up questions on (B)(6), 2011 and obtained/verified the following information. The patient informed the cca that her testing frequency is 4 times daily and manages her diabetes with oral medications. The patient stated she takes 5mg of glyburide (2 pills in the morning and night) and 850mg of metformin (1 pill in the morning and 2 at night). The patient reported the alleged issue began approximately a week ago prior to contacting lfs. Despite the alleged issue, the patient indicated she took her usual dose of medications in the morning; however she indicated that in the evening, she often skipped 1 pill of glyburide and 2 pills of metformin. The patient claimed she was feeling shaky, weak, and nauseas after the alleged issue occurred; however when the cca spoke to the patient, she was not able to confirm the symptoms or how soon after she developed the symptoms. The patient was also not able to confirm whether she received any medical treatment due to the symptom. At the time of the alleged issue, the patient confirmed she did not have another meter to test her blood glucose. At the time of troubleshooting, the cca noted the patient had used the subject meter before and there was no misused to the meter. The alleged error message was not resolved since it occurred when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.